Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 2.2. And 1.9 inr. The corresponding lab result reported was 3.6 and 2.7 inr.